Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the main circuit board revealed contamination. Review of the device data logs revealed an error message (sf101) related to pressure measurement. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf179 was due to an isolated component failure within the device main circuit board (pcba), sf 101 was due to contamination and the failed internal self test was due to an isolated component failure within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed and error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block and main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed and error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.